Manufacturer narrative:
The tech found the head up valve would not allow hydraulic fluid flow. The tech replaced the head up valve to repair the bed.

Event description:
Info received indicates the bed's head up function is not working.